Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-05783. It was reported one of the patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. It is unknown which of the patients leads migrated so both are being reported.